Event description:
Related manufacturer report number: 2017865-2023-39113, 2017865-2023-39115. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited oversensing due to noise. Ventricular oversensing caused pacing inhibition and atrial oversensing resulted in inappropriate mode switch. Both leads were capped on (B)(6) 2023 and successfully replaced. It was also reported that the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was prophylactic. The patient was stable and asymptomatic.